Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Further information was requested but not received.

Event description:
It was reported that high impedance issue was observed on the lead. Patient denies any traumas. Physician is unable to provide the lead implant date and serial number. Surgical intervention is anticipated in the near future. No further information is available.